Event description:
The customer reported that she has been getting skin irritations that may be related to the device. The blood glucose reading was not known. The patient also stated that the unit will alarm no delivery even when she is not wearing it. In troubleshooting, insulin did exit and the unit did rewind. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).